Event description:
It was reported that during the implant of the lead, the patient suffered from a cardiac perforation and pericardial effusion. Intravascular volume was given and the patient was under observation until the situation was resolved. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.